Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: directed that the scope contacts be cleaned with an alcohol wipe and to cycle power on the device to clear the initial error. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that xenon light source had scope communication error. There were no reports of patient harm.